Manufacturer narrative:
The reagent lot number was 81668601 with an expiration date of 01-jan-2026. The field service engineer performed proactive maintenance (and replaced the measuring cell, pinch valve, and tubing. He cleaned and calibrated the sipper pre-wash station and performed a blank cell. He cleaned the cleancell and procell tubes, reagent probes, and sipper and sample probes. He ran a calibration of the measuring and instrument checks. Due to the extensive proactive maintenance and replacement of parts, the investigation was unable to determine a specific root cause. The issue was resolved after the service actions.

Event description:
There was an allegation of multiple questionable pth elecsys e2g results from the cobas e 801 analytical unit. Sample 1 initial result was 71.90 pg/ml and the repeat result was 50.10 pg/ml. The repeat result at another laboratory was 48.1 pg/ml. Sample 2 initial result was 12.90 pg/ml and the repeat result was 27.50 pg/ml. The repeat result at another laboratory was 24.9 pg/ml. Sample 3 initial result was 79.00 pg/ml and the repeat result was 50.90 pg/ml. The repeat result at another laboratory was 46.2 pg/ml. Sample 4 initial result was 84.90 pg/ml and the repeat result was 59.40 pg/ml. The repeat result at another laboratory was 54.5 pg/ml. Sample 5 initial result was 78.30 pg/ml and the repeat result was 58.30 pg/ml. The repeat result at another laboratory was 57.7 pg/ml. Sample 6 initial result was 398 pg/ml. The repeat result at another laboratory was 290 pg/ml. Sample 7 initial result was 76.80 pg/ml. The repeat result at another laboratory was 49.5 pg/ml.